Manufacturer narrative:
To date, although expected, the device in question has not been returned to conmed for evaluation. Once received, a supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported an issue with the smi-02ap, spectrum autopass suture passer, serial # (B)(4), that occurred during rotator cuff repair procedure on (B)(6) 2018. It was reported that the lower jaw of the autopasser broke off in one piece while being used to pass suture through the allopatch at the back table. The device had not been used on the patient as yet when this issue occurred. It is noted that there was no impact or injury to the patient and the procedure was successfully completed without delay using an alternate autopasser with no additional issues. Due to previous filings for similar issues, this report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The complaint is inconclusive. To date, the device has not been returned for evaluation and no photographic evidence has been provided. Therefore, the reported failure cannot be verified. Should the device be returned an evaluation will be performed. At that time, upon completion of the complaint investigation, a supplemental and final report will be filed. The service history was reviewed, and no prior data was found. No device history record review (DHR) was performed as this is a purchased finished device. Devices are received with a test data sheet from the supplier. The document is reviewed, accepted and retained in receiving inspection. (B)(4). The instructions for use (IFU) provides the user with information regarding the proper care and use of this device. It is standard medical practice to inspect and/or test all medical equipment prior to use. The IFU also advises the user is of warnings, cautions and techniques including the following: contraindications: device is not to be used on bone or similar hard tissue. Warnings: avoid lateral stresses to the instrument or device function may be compromised. Do not use if parts are broken, cracked or worn, or device function may be compromised. Precautions: prior to use, inspect instrument to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. Avoid mechanical shock or overstressing the instrument which may shorten the life of the instrument. A determination for further investigation has been initiated. This issue will continue to be monitored through the complaint system to assure patient safety.